Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, the lot history records of all potential lots shipped to the facility were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari stryker medical affairs, who concluded that the patient's injury was the result of user error (use with calcification). The device labeling includes the following warnings: "adequate vessel access is required to introduce the artix sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including plaque, calcifications, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result." Vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) Is listed as a potential complication/adverse event. Manufacturer reference #: (B)(4).

Event description:
The patient was a 63-year-old who was scheduled for a thrombectomy and possible stenting. Imaging revealed a calcified infra-renal artery and supra-inferior mesenteric artery aortic stenosis. The patient was lysed overnight prior to the thrombectomy. An intravenous ultrasound was performed and showed minimal to no acute clot, but heavy calcification of the aorta. The artix sheath and a funnel catheter was placed and the artix mt8 was used to perform several passes with minimal hard plaque extractions. During the final pull, the mt8 was stuck near the site of the funnel under x-ray. Troubleshooting steps were performed and the mt8 was removed. Once outside the body, the tip of the mt8 coring element showed that it captured pieces of harden plaque. The mt8 catheter and funnel catheter were replaced. The funnel catheter was observed to have damaged due to the plaque from the filled mt8. The mt8 was then placed through the left leg and mechanical thrombectomy was performed again. Multiple warnings were provided against this as the mt8 is not intended for atherectomy. The mt8 became stuck once again and a cutdown had to be performed. Upon removal of the mt8, a large piece of hard plaque was trapped in the mt8 basket. A full cutdown was also performed to patch the damaged common femoral artery. Ballooning and stenting were performed and the procedure was concluded.